Event description:
On 01/24/2024, it was reported by a sales representative via (B)(4) that an ar-8919ds mini tightrope crimp holding the wire broke when using short passing wire to pull tightrope through tunnel. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was a user error due to excessive force applied to the device during the procedure/use. The complaint allegation was confirmed based on the customer's attached picture, where the device was displayed with the nitinol wire loop broken.